Event description:
Here have been incidents of pts having too much fluid removed during hemodialysis treatments on the baxter system 1000 hemodialysis instruments. The customer has also reported that there has been no pt injury and no hospitalization but some pts have experienced hypotension.